Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 140-32-03, sn: (B)(4) biolox femoral head 12/14, 32mm.

Event description:
As reported, approximately 10 years postoperatively completed a revision of the right hip. An x-ray was taken of right hip revealed there was some eccentric wear on the poly. The patient experienced some "clunking" when walking. Devices not returned due to hospital policy. Patient was last known to be in stable condition following the event. Patient is average size (B)(6) y/o female.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of prosthesis wear which may have been due to edge loading/impingement, orientation of the acetabular cup, and/or patient related factors. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. (D11) concomitant devices: (cn: 140-32-03, sn: (B)(4) ) biolox femoral head 12/14, 32mm. Section(s): no information has been provided: a2, a4, a5, and b6. The following section(s) have additional info; a2, a3, b7, g4, g7, h1, h2, h3, and h7.